Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 3/2017; manufacturing date: 3/2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately three years post port implant, during a retrieval attempt the catheter detached. The port was reportedly retrieved successfully; however, it is unknown if the detached catheter was retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: it was identified that the FDA rn number on emdr 2020394-2018-01446 is incorrect. The correct FDA rn number is 3006260740; however, it will not be updated so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. H10: MDR 2020394-2018-01446 was found to capture the same event as MDR # 3006260740-2018-03012. Going forward, any additional information received will be captured on MDR # 3006260740-2018-03012. H10: g4, d4 (expiry date: 3/2017); h4 (manufacturing date: 3/2012) h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately three years post port implant, during a retrieval attempt the catheter detached. The port was reportedly retrieved successfully; however, it is unknown if the detached catheter was retrieved. The current status of the patient is unknown.